Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "balloon with partial inflation an without deflation". No patient involvment reported.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned wrapped in a black plastic wrap and was loosely packed within the original packaging carton. Returned with the sample was the 40cc inflation driveline tubing; no blood or abnormalities were noted to the inflation driveline tubing. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane; some buckling was noted to the teflon sheath extrusion. The ex-posed section of the bladder was fully unwrapped. The one-way valve was tethered to the short driveline tubing. Damage to the outer lumen was noted at approximately 27.7cm to 37.8cm from the iabc distal tip; the damage is consistent with buckling to the outer lumen. Upon visual inspection, a small section of a broken fos fiber, approximately 0.5cm in length, was noted pierced through the iabc bladder at approximately 1.7cm from the distal tip. Spots of dried blood were noted on the exterior of the iabc. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. Since the iabc bladder was noted withdrawn through the teflon sheath and buckling to the sheath, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the sheath was moved from the bladder and towards the bifurcate without difficulty. Upon removal and visual inspection, no obvious damage or abnormalities were noted to the bladder membrane. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and reconnected again after rotating the cal key 180 degrees; the cal key was recognized again. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fos fiber was found broken approximately 29.7cm from the iabc distal tip. Upon checking the remaining length of the fos fiber, the fiber was also found broken at multiple locations from 29.7cm to 18.5cm from the iabc distal tip. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the bladder membrane near the distal tip. Upon further checking, the leak sites are consistent with contact from the broken fiber. Two leak sites were noted at ap-proximately 1.4cm from the iabc distal tip. Another leak site was noted at approximately 1.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 1.8cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon with partial inflation and without deflation" is confirmed. During the investigation, multiple punctures consistent with contact from the broken fos fiber were found on the iabc bladder membrane in a similar location near the distal tip, which can cause the reported complaint. Additional damage to the iabc outer lumen was noted around the area of the initial fos fiber break. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken fiber. The root cause of the broken fiber is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "balloon with partial inflation an without deflation". No patient involvement reported.